Event description:
Procedure: low anterior resection. According to the reporter: the patient had leaked post-operatively and developed an infection. The whole back of the anastomosis was wide open. Patient required extended hospital stay. This occurred despite bowel prep and loop ileostomy. The patient was brought back into surgery the next day and the anastomosis was repaired. There was no reinforcement material used. There was no unanticipated blood loss of 500cc or more. There was an extension of operating time over 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).